Manufacturer narrative:
E1: name: name: tandem. Country: united states of america. Street: 11045 roselle street. Street 2: suite 200. City: san diego. State: california. Zip code: 92121. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient had experienced two infusion set bent cannula event on (B)(6) 2026. Patient also experienced high blood glucose level at the time of the event and patient took pump to resolve the issue.